Manufacturer narrative:
The technician found the drive assembly dirty and greasy. The technician cleaned and lubricated the head drive to repair the bed.

Event description:
Info received indicates the head section is dirfting.